Event description:
No updates.

Manufacturer narrative:
Investigation results: no product at hand therefore a investigation is not possible. Batch history records: a review of the device quality and manufacturing history records was not possible because the lot number is unknown up to now. When/if we receive the instrument, we will check the device history records. Conclusion and rationale: because there is no product available for analysis up to now, a definitive root cause cannot be determined. After receipt of the sample we will send a follow up report including the investigation results, if applicable. A CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with activ l insertion instrument. According to the customer description: after use, it was noted that the inserter was missing the release button; this was for the inner shaft of the 8.5mm device. The malfunction occurred during a lumber arthroplasty. A final x-ray showed confirmed no foreign bodies remained in the patient. The adverse event is filed under (B)(4).